Event description:
It was reported that the physician was unsuccessful at implanting the pacing lead after several attempts to reach the desired location. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, full lead analyzed. Also, blood was noted on the helix mechanism and sleeve head.